Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The caller indicated that due to this issue, the customer was weak and required unspecified treatment from a healthcare professional. The caller was unable to provide any other details related to the event. There was no report of death or permanent injury associated with this event. A readings comparison of 66 mg/dl with the sensor against 130 mg/dl with a healthcare meter was provided, from unknown time in relation to adverse event. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.